Manufacturer narrative:
Acist has requested that the acist angiogpraphic injection system, model cvi, serial number (B)(4), be sent to acist or investigation. Upon completion of the investigation, acist will submit a follow-up report to FDA.

Event description:
During a left heart catheterization and ivus procedure, patient air embolism was suspected. A blood draw from the stopcock at the high-pressure tubing was done to complete an activated clotting time test (act). Immediately after the act draw, the patient began to decompensate. The patient experienced bradycardia/ventricular fibrillation and hypotension. The patient was placed on life support. No air was observed on review of the cines.

Manufacturer narrative:
The cvi injection system, serial number (B)(4), was returned to acist on 17 september 2019. The injection system was functionally tested and met pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injection system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Acist's medical advisory board reviewed a copy of the cine-angiograms and information received from the user facility. The image shows a left coronary angiogram demonstrating multivessel disease. Subsequently, there is an image with a guide catheter in the left main artery and an interventional wire positioned in the circumflex artery. The angiogram shows slow flow into the circumflex artery and the left anterior descending artery. This image is consistent with air having been injected into the left coronaries shortly before the recorded angiogram. The etiology of this air injection is most likely incomplete evacuation of air from the guide/tuohy/interventional set up, as the air injection occurred at the change from the diagnostic devices to the interventional devices. Subsequent images show successful percutaneous coronary intervention (pci) to the circumflex artery. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event.